Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the joint cover pieces being returned with the device or were they disposed of? This information is unknown.

Event description:
It was reported that during a laparoscopic rectum procedure, the black casing cracked, pieces fell into the situs but were removed. The surgeon used metal trocars. Another like device was used to complete the procedure. No further information is available. There were no adverse consequences for the patient reported.